Event description:
Follow-up information was received stating that the patient's generator was removed during the surgery on (B)(6) 2017 as well.

Event description:
A patient had high impedance identified on a system diagnostic test. The patient underwent a surgery on (B)(6) 2017 to have the lead replaced. A review of the device history record of the patient's lead showed that it had passed all inspections prior to release for distribution.

Event description:
The returned lead portions and generator were both analyzed. A comprehensive automated electrical evaluation of the generator confirmed it performed according to functional specifications and was able to accurately measure impedance values. No other performance or other adverse conditions were found with the generator. The bipolar lead was returned in two parts, measuring 46mm and 45mm. The rest of the lead assembly was not returned and a corresponding evaluation could not be performed on the lead portions not returned. Visual inspection of these portions indicated sufficient mechanical and electrical connection was present, and a continuity test showed the impedances of both portions were within specifications. No performance or adverse conditions were found with the retuned portions, but analysis could not be performed on the section not returned.

Event description:
The explanted generator and lead were both returned for product analysis by the manufacturer. Analysis has not been completed to date.